Manufacturer narrative:
A ge service representative performed an onsite investigation. The 12 vdc ps3 power supply was evaluated and the calibrated to the optimal operating voltage. The f1 and f2 fuse inline holders were also tightened during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error required the system to be rebooted in order to regain system functionality. There is no report of a patient injury or death associated with this event.